Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure involving the evolut pro+ 29mm, the patient, who had a medical history of aortic valve stenosis, nyha functional class iii, diabetes mellitus, dyslipidaemia, hypertension, and renal failure (not on dialysis), experienced late complications. The procedure was conducted without acute complications, and the patient was discharged to a rehabilitation clinic. However, a pericardial effusion was later identified and assessed as possibly related to the procedure. An electrocardiogram was conducted, revealing no abnormalities. It was unknown if there was any patient involvement or complications as a result of the event.